Event description:
A 3.5 mm diameter x 15 mm length driver rx coronary stent system was inserted into a pt for the treatment of an unk lesion. The vessel morphology was not reported. The lesion was pre-dilated. It was reported that the physician attempted to reach the lesion meeting with strong resistance, and was unable to cross the lesion. The physician continued to push and pull the device in an attempt to cross the lesion. During his attempt, the shaft was kinked, and the shaft of the delivery system broke. The broken shaft remained inside of the guide and was successfully removed. The patient is reported to be fine.

Manufacturer narrative:
Evaluation summary: medtronic has received the device, and its analysis has been completed. The hypotube had detached distal to the strain relief. The catheter tip was slightly flared. The device was returned in two parts with the break point located approx 18.7cm distal to the strain relief. The distal shaft was kinked approx 0.5cm distal to the break point indicating that the shaft had been kinked during the procedure. As per the event description, the physician experienced strong resistance when attempting to cross the lesion. It was confirmed that he continued to push and pull the device to cross the lesion. This most likely resulted in the shaft kinking during the procedure. It was also reported that the physician continued to advance the device after the kink was noted. Recreation studies completed by r&d show that kinking and subsequent re-straightening of the shaft can result in a shaft break, breakages can also occur if product is exposed to bending force during delivery. The physician confirmed that he inspected the device prior to use with no issues noted. Therefore, it appears mostly likely that the force used when attempting to cross the lesion was the root cause of the event.